Event description:
During an attempt to deploy a wiktor rival coronary stent the stent stuck on the guide wire and was retrieved with a snare. No other pt complications or medical intervention was reported.